Event description:
It was reported that the r wave dropped to 2 mv post operative and would not pace or sense well. The patient was taken back to the operating room and the lead was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID: 4574-53, implanted: (B)(6) 2014; a 4298-78, implanted: (B)(6) 2014. (B)(4).